Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device remains in the patients eye; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There does not appear to have been a problem with the device or the way it was used. Dislodged/dislocated stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented "months" postoperatively with a dislodged stent sitting in the posterior bag. Reportedly, there was also some fibrosis observed, and the surgeon is concerned that the stent may "fall in the back of the eye" if the patient requires yag laser treatment. Per report, the surgeon is seeking counsel and a medical expert consultation has been offered. The report noted that the stent is not in the patient's line of vision. Additional information has been requested.